Event description:
The customer called and reported that while a patient was connected to the device, it was observed there was a leakage at the green connector. Due to the toxicity of the chemotherapy drugs and external patient contamination the device was not available. There were also no samples received for further investigation. There was testing on the batch in question. There was a free flow, tightness and an additional tensile test on one retain sample. There weren't any non- conformities. Production documents did not show any deviations related to the customer's complaint. There are no other complaints in regards to this batch at the time of the initial report. A root cause could not be detected.